Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The single board computer and the generator interface board were replaced. The filters and the fans were cleaned. The system was tested and is operating as intended.

Event description:
The customer reported that the monitors were flickering on the 8800 system, and intermittently would not boot up. No pt injury was reported.